Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) lower display was unreadable and exhibiting lines across the top. There was no pt involvement.

Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui), printed circuit board (pcb). The covidien customer service engineer (cse) upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).